Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced low blood glucose level. Customer blood glucose level was 2.9 mmol/l. The insulin pump had a critical pump error with an open book image. The device will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5 and h6.

Manufacturer narrative:
Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, active current test and self test. High sleep current noted during testing. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1 or electrical board 2 or force sensor. Pump error 63 critical handling alarms on (B)(6) 2021 at 8:26 am with variable (15). Pump error 63 alarm due to hardware error (line number 9283 file number 101). Force sensor zero offset within specification (22.2 milivolts). Unable to perform displacement test, occlusion test and test p-cap and reservoir does not lock properly into reservoir compartment during testing due to broken reservoir tube lip, missing reservoir tube o-ring and missing retainer. The following were noted during visual inspection: corroded battery tube, broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, broken battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay and missing display window cover. Critical pump error (open book image) alarm not confirmed. High sleep current during testing and pump error 63 alarm due to moisture damage electronic assembly. Moisture damage found inside battery tube. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.